Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Radiographs were provided and reviewed by a health care professional. Review of the available records identified acetabular cup is oversized as compared to the femoral head. There is an asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown cup, lot# unknown. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient would have revision surgery due to poly wear. Attempts were made to obtain additional information; however, none was available.